Event description:
The retractable laparoscopic [triangular] liver retracteor was being used during a laparoscopic nissen procedure. A wire apparently broke at the connection of the flexible part with the rigid part of the instrument and protruded sharply about 1/2 inch resulting in a 3 cm superficial laceration to the left lobe of the pt's liver.